Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed the self-test, unexpected restart error test, basic occlusion test and displacement test. There was no motor error alarm on the insulin pump. The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. The device was unable to perform the occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with scratches on the lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 600 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer performed the displacement test and passed with the low reservoir. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.